Manufacturer narrative:
.

Event description:
It was reported that high lead impedance was observed during a routine office visit and the patient was then referred for a full system revision. The explanted generator was returned and product analysis found that the generator performed to all functional specifications. It was reported that the explanted lead was discarded after surgery. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.